Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress, the stylet/guidewire was kinked/buckled, and the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt, the lead connector pin broke in two separate pieces while trying to remove the stylet. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.